Event description:
It was reported patient's lead showed high impedance. On x-ray it was shown the lead got a wrinkle right after the swift lock anchor. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6).